Event description:
The surgeon implanted a aa4207vf plate silicone lens. The patient had weak zonules. The lens was removed. The surgery was completed using another lens. No patient injury. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.